Manufacturer narrative:
Labeled for single use: selected "yes" as an option to answer "labeled for single use.

Manufacturer narrative:
Sensor malfunction was confirmed.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.